Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 357 mg/dl. Customer treated with manual injection. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. Unable to perform the occlusion test due to button/keypad anomaly. Insulin pump received with cracked battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window and missing end cap sticker.